Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received without the original package. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. During functional testing, no leaking was detected in the leak test; complaint was not confirmed/duplicated. No action was taken since the complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
D4: lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there is a leak". There was no patient involvement and no patient harm/adverse event reported.